Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed grommet damage to the v pacer port.

Event description:
It was reported, during the implant procedure that the physician was unable to turn the v pace port setscrew. The device was not implanted. No patient complications have been reported as a result of this event.